Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the implant was implanted on (B)(6) 2015. Over the next few months of reviewing post-op films, the surgeon noticed that the cage seemed to be collapsing. On the last film, he saw that the cage has completely collapsed. The patient did not have any problems or symptoms when the event happened. X-rays were reviewed by r&d department and the level of collapse was measured. It was confirmed that the implant reduced in height by approximately 3. 23 mm. A manufacturing review of the device was performed and indicated no discrepancies or anomalies of the reported device. Conclusion: after implantation the patient has had complete symptom resolution and continues to be pain free. Sudden back pain had happened occasionally but the pain quickly resolved. During follow up with the sales rep on (B)(6) 2016 it was confirmed that the patient doing well, is fusing and there is no reason for further surgical intervention. The reported device remains implanted therefore a plausible root cause of loss of height cannot be identified conclusively.

Event description:
It was reported that over the last few months of reviewing post-op films of this patient, the surgeon noticed that the cage seemed to be collapsing. On the last film, he saw that the cage has completely collapsed. The patient is not having any problems or symptoms.

Event description:
It was reported that over the last few months of reviewing post-op films of this patient, the surgeon noticed that the cage seemed to be collapsing. On the last film, he saw that the cage has completely collapsed. The patient is not having any problems or symptoms.